Manufacturer narrative:
While it is unk if the esthet-x used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803.

Event description:
It was reported that a pt experienced swelling of the lip after placement of two restorations using esthet-x. The pt returned to the office where the dr did not observe the reported symptoms. However, one of the restorations was removed and replaced. The pt returned to the office the next day where swelling of the lip, tip of the tongue, and palate were observed. The pt was sent to a hospital where IV benadryl and steroids were administered. An unk amount of time later the pt returned again where the dr observed a bumpy texture and inflammation of the tissue near the restorations.